Manufacturer narrative:
An event regarding loosening involving an unknown adm shell was reported. The event was confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: a review of the provided information by a clinical consultant concluded that: "a patient fall due to trauma caused complete dissociation of an adm cup shell with adm bearing from the pelvic bone." Device history review: not performed as the device was not properly identified. Complaint history review: not performed as the device was not properly identified. Conclusions: the medical review concluded that "a patient fall due to trauma caused complete dissociation of a adm cup shell with adm bearing from the pelvic bone." If additional information and/or device becomes available, this investigation will be reopened.

Event description:
It was reported that the cup became loose after patient fall. All implants were revised.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown adm cup. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported that the cup became loose after patient fall. All implants were revised.